Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned the following additional information: the pre and post water sampling was being done sometimes a day apart from each other by two different people. There was a hose being connected to the drain port at times to drain the 3t. The drain port was not being cleaned/disinfected before sampling was done. As corrective action, a full retraining about the correct practice to follow in compliance with the device instructions for use (IFU) was performed on-site by a livanova clinical specialist that covered all the staff members. Based on the investigation findings, it can be concluded that the above-described deviation from IFU led/contributed to the reported issue.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in columbus, district of columbia. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium paragordonae (1 cfu/ml). There is no report of patient injury.